Manufacturer narrative:
The ge field engineer (fe) found the arm in the table's pedal mechanism was bent, preventing the locks from engaging. The fe suspected the pedal may have been abnormally struck as it was one of the rear pedals that does not otherwise get much use. He adjusted the pedal arm and tested the system. The table is now working properly.

Event description:
It was reported that the table locks did not actuate due to an issue with the pedal mechanism, causing the tabletop to move in both directions without resistance. There was no injury reported. The site was still able to use the table during loading by using the inhibit switch as an alternate means to lock the table. However, the issue with the pedal mechanism presented the potential for an unexpected table movement. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.